Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in a (B)(6) female patient who had essure (batch no. B94864) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test". The patient's medical history included overweight, multigravida and parity 3. Concurrent conditions included pain, low back pain, pelvic congestion syndrome, back injury, numbness in feet and nerve pain. Concomitant products included biotin, fish oil, omeprazole magnesium (prilosec) and vitamins nos (accomin multivitamin). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain pelvic and with periods"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), anxiety ("anxiety") and post herpetic neuralgia ("post herpetic neuralgia"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved, the dysmenorrhoea, depression, anxiety and post herpetic neuralgia outcome was unknown and the dyspareunia was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, pelvic pain and post herpetic neuralgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(4). Most recent follow-up information incorporated above includes: on 26-jul-2019: plaintiff fact sheet and mr received. Lot number added. New reporter, patient demographic information, concomitant condition, essure indication stop date updated and concomitant medication added. Event injury replaced with pelvic pain, dyspareunia (painful sexual intercourse), dysmenorrhea, depression, anxiety, post herpetic neuralgia and the plaintiff did not undergo this test were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of multiple episodes of pelvic pain ('pain pelvic and with periods', 'pain pelvic') in a 31-year-old female patient who had essure (batch no. B94864) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test". The patient's medical history included overweight, multigravida and parity 3. Concurrent conditions included pain, low back pain, pelvic congestion syndrome, back injury, numbness in feet and nerve pain. Concomitant products included biotin, fish oil, omeprazole magnesium (prilosec) and vitamins nos (accomin multivitamin). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), the second episode of pelvic pain ("pain pelvic and with periods"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), anxiety ("anxiety") and post herpetic neuralgia ("post herpetic neuralgia"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the last episode of pelvic pain, depression, anxiety and post herpetic neuralgia outcome was unknown and the dyspareunia was resolving. The reporter considered anxiety, depression, dyspareunia, post herpetic neuralgia, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Batch no b94864, production date 2013-11-12, expiration date 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.